Manufacturer narrative:
(B)(4). H10: corrected data = h1 (not reportable & device analysis). H1: not reportable. Device analysis: upon visual inspection of two photos, the following was observed: the photos show a box of top view with a label of product code cdh33a, lot # m4h05y, exp. Date: 2021-10. Lot number was reviewed and it belongs to a cdh33a device. The expiration date printed on the box does not match the expiration date recorded on our quality tracking system which shows: 2019-12. Based on the evaluation of the provided photos it could not be confirmed a counterfeit. There is not enough evidence in the photos provide to conclude that this is a confirmed counterfeit. Base on the lot trace performed, this product / m4h05y was not approved to be sold in the region of this file complaint, therefore is a confirmed diversion. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a box of top view with a label of product code cdh33a, lot # m4h05y, exp. Date: 2021-10. Lot number was reviewed, and it belongs to a cdh33a device, however, the expiration date printed on the box does not match the expiration date recorded on our quality tracking system 2019-12. Base on the lot trace performed, this product / m4h05y was not approved to be sold in the region of this file complaint, therefore, a confirmed counterfeit is confirmed. Based on the lot review and photos analysis, the event describe of suspect counterfeit product is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date, no device has been received.

Event description:
Suspect product: it was reported that it came from a parallel in-port.